Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Due to further investigation, the device evaluation was updated. See updated evaluation below: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not hold a charge. It was further observed that the red warning indicator light illuminated as soon as the device was plugged into the charger device. It was determined that these issues would be expected from a device that had shorted out and was overheating and smoking. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that prior to surgery, it was observed that the battery device heated up and started smoking; the reporter further stated that it smelled like an electrical fire. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.